Manufacturer narrative:
UDI information (B)(4). Sample was received for evaluation. The sample was visually inspected, and a small cut/tear was noted in the silicone housing on the side of the valve casing distal end as well as biological debris. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 170mmh2o. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and the only leaked from the cut/tear in the silicone housing on the side of the valve casing distal end. The valve was reflux tested and failed the test. The valve was dried. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball and on the base plate. The root cause for the cut/tear in the silicone housing probably due to user error, as noted in the IFU: silicone has a low cut tear resistance. The root cause for the pressure issue is due to the biological debris found on the spring, on the spring pillar and on the ruby ball, on the seat of the ruby ball, and base plate. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that before closing a surgical incision, a hakim valve had a pinhole and the cerebrospinal fluid was not going through the valve. Therefore another valve was implanted instead. The level of csf protein was unknown. No permeation of blood or debris to the cerebrospinal fluid was confirmed.